Manufacturer narrative:
Three open trocar assemblies, in a smpt, in bubble wrap, in a box were received for the report of fluid leakage. Samples were visually inspected and found to be nonconforming, sample 1 - damaged septum/ slit was observed to be torn at one end of the slit. Sample 2 and 3 - damaged septum/ angled slit was observed. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the ophthalmic surgery, the entry system was found to have fluid leakage. The patient's outcome was unknown. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in d.4. The manufacturer internal reference number is: (B)(4).